Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.